Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot #: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot #: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 28-jan-2014, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 05-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had a infection at the ins and lead site. Symptoms reported included redness and swelling. The patient is in the hospital in (B)(6) because the ins implant area is red and very swollen and to the touch. Caller stated the area where the lead wires are placed are also very swollen and tender to the touch. Caller stated patient's ear where the lead wires are there is a very small hole. Caller is not sure if this has anything to do with the infection. The infection was confirmed. The doctor's in the hospital are saying an infection is suspected and patient needs massive antibiotics. The patient is currently being "giving" IV antibiotics. It was reported that there was a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the entire dbs unit was removed including the probes in head due to a staff infection. The infection was reported to be resolved after 13 days of IV antibiotics after surgery.